Event description:
I had 2 vials of sculptra (one in each cheek) done by dr. On (B)(6) 2023. This was to help fill out the cheeks and also to help with acne scarring. This past (B)(6) 2025, I started to develop hypertrophic scars in the areas that were injected. I have several of them causing tethering and the appearance of indentations next to them due to the tethering. I have been getting treatment including kenalog, 5fu and subcision with (B)(6), who is wonderful, but we have made very little progress. I am incredibly frustrated and wanted you to know about this complication. My skin is no longer smooth but is lumpy with indentations and raised areas.